Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of returned product revealed that the unit returned with a kink in the imaging window, the imaging window was damaged in the lapjoint section of the catheter due to the kink. During flush test a leak was found in the lapjoint assembly. No other leak was found along the catheter. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 14-jun-2019. It was reported that catheter leak occurred. An opticross imaging catheter was selected for use to view the target lesion. During flushing, it was noted that there was a leak on the telescope part of the catheter. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed damaged in the lap joint section of the catheter due to the kink.